Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Company representative reported via jopbs a capsular contracture baker grade iii. This record is for an unknown side. The device was explanted and replaced.

Event description:
Company representative reported via jopbs a capsular contracture baker grade iii. This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
Surgery date provided as (B)(6) 2024, cannot be determined to be implant or explant date as the device has not been recognized as the explanted device or newly implanted device. Based on the information provided it can not be determined whether the device provided is the explanted device or the newly implanted device. Explant date has been removed as a result. Correction d.6b explant date: explant date has been removed. Additional, corrected and/or changed data: b.5, d.6b, h.6.